Event description:
Pt underwent open reduction and fixation of a fracture to the right wrist with post operative infraclavicular nerve block for pain management. Md experience difficulty in placing nerve block catheter, withdrew it for a second attempt and realized approx 1cm of the tip of the catheter had been sheared off. He was unable to retrieve the catheter tip. A second block was successfully completed from same stock of catheters. Pt was discharged with catheter tip around the right clavicle. Pt informed and instructed to return if she experiences any problems.